Manufacturer narrative:
.

Event description:
When turning on the subject new programmer, black screen was reportedly observed (more than 5 minutes), sorin screen or smartview screen were not accessible. In addition, it was not possible to properly turn off the programmer (by pressing the orange button), it was necessary to unplug it to turn it off. Investigations are required.

Event description:
When turning on the subject new programmer, black screen was reportedly observed (more than 5 minutes), sorin screen or smartview screen were not accessible. In addition, it was not possible to properly turn off the programmer (by pressing the orange button), it was necessary to unplug it to turn it off. Investigations are required.

Manufacturer narrative:
In-depth investigations were performed and confirmed the link between the reported issue and the observed polluted connectors found on the central processor unit board.

Event description:
When turning on the subject new programmer, black screen was reportedly observed (more than 5 minutes), sorin screen or smartview screen were not accessible. In addition, it was not possible to properly turn off the programmer (by pressing the orange button), it was necessary to unplugg it to turn it off. Investigations are required.